Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the pacemaker recorded a rcd (red call doctor) icon. Technical services (ts) assisted in reconnecting the communicator. Latitude data was reviewed and it was determined that the rcd icon was for a high out of range pacing impedance on this right ventricular (rv) lead, greater than 2000 ohms. Ts recommended the patient follow up with their clinic. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the pacemaker recorded a rcd (red call doctor) icon. Technical services (ts) assisted in reconnecting the communicator. Latitude data was reviewed and it was determined that the rcd icon was for a high out of range pacing impedance on this right ventricular (rv) lead, greater than 2000 ohms. Ts recommended the patient follow up with their clinic. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. The patient was brought into the clinic, and the device was reprogrammed to unipolar pacing and bipolar sensing.